Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an error1 message. Per the onetouch ultra2 user guide the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012, ''sometime during the day.'' The patient reported managing her diabetes with insulin (self adjusting) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of ''dry mouth and weak'' several hours after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged error 1 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.